Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)/bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included appendectomy and panniculus. Concurrent conditions included uterine fibroid and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (full hysterectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: confirmed uterine fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: painful menses , pain with intercourse, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)/bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included appendectomy and panniculus. Concurrent conditions included uterine fibroid and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (full hysterectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: confirmed uterine fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: painful menses , pain with intercourse, abdominal pain most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event pelvic pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)/bleeding') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included appendectomy and panniculus. Concurrent conditions included pelvic pain, uterine fibroid and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (full hysterectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: confirmed uterine fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: painful menses , pain with intercourse, abdominal pain. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury were updated to abnormal bleeding (vaginal).new events: menorrhagia, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain: abdominal , plaintiff did not undergo essure confirmation test were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.